Manufacturer narrative:
Initial and final MDR 1903605 - MDR 3003442380-2024-12468 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events during use on (B)(6)2024 each. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.